Manufacturer narrative:
The work order passed. The product was returned and there was a gui failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when user advanced to registration, the 3d model had some scatter. She went into edit 3d model and tapped auto-refine. The model then turned into a block. There was no patient present.